Manufacturer narrative:
It was reported that the 6mm poly insert would not engage with the tibial baseplate. The 8mm poly insert was used to successfully complete the case, but there was a 30 minute delay in surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the 6mm poly insert would not engage with the tibial baseplate. The 8mm poly ended up being used and the case was completed successfully, but there was a 30 minute delay in surgery.